Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The broken cable caused the instrument not to open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have the conductor wire insulation retracted. The black insulation has somehow moved backwards along the wire. The retracted insulation exposed approximately .037" of the conductor wire. The conductor wire was not broken. The instrument passed the electrical continuity test. Visual inspection found no physical damage to the insulation.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement or no reported injury.